Manufacturer narrative:
(B)(6). Investigation: customer return sample / photo and/or retain evaluation summary: the defective eclipse signal unit was returned, and examination showed that the needle and holder had separated. Thirty six (36) unused samples from the same lot number were also returned, so 20 of these were used to draw vacutainers with horse blood. None of the 20 needles separated from their holders. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned sample. Bd was able to confirm the customer¿s indicated failure mode with the sample provided . Root cause description: the definitive root cause cannot be determined from the sample provided. An attempt to replicate the defect with one of the unused needles was made i.e. To break the needle off the device and it was found that significant force was required. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated from the hub and remained in the patient. It was reported that the needle was removed without medical intervention. There was no report of injury or medical intervention.